Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device discarded by hospital.

Event description:
It was reported that patient underwent revision an initial total knee arthroplasty. Subsequently underwent an revision of bearing and washout of the knee due to infection approximately 2 weeks post primary surgery. No additional information was provided.

Manufacturer narrative:
(B)(4), UDI- (B)(4). Foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision of bearing due to infection approximately 2 weeks after initial surgery.